Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient was having issues with low blood glucose (bg) and has been hospitalized since (B)(6) 2013. The patient reportedly still remains in the hospital, the patient was reportedly disconnected from the pump, the patient was put on an alternative form of treatment for insulin delivery and is on a feeding tube. The patient's bgs reportedly remain stable. The reporter stated that the patient was experiencing fluctuating low bgs and the patient's lowest bg was reported to be 43mg/dl. The reporter claimed that it was due from the pump not delivering appropriately. The reporter stated that boluses delivered from the meter were intended and correct, but boluses from the pump were not intended and were not delivered by the patient or the reporter. The reporter denied issues with the keypad. It was noted that when the patient was low, the patient reportedly was treated with glucose tablets or gel pack and the bgs would elevate. It was also noted that the patient was disconnected from the pump or reconnected to the pump depending on whether or not the patient was going low or not. Customer support (cs) reviewed the pump with the reporter and noted multiple boluses in the pump bolus history. This complaint is being reported due the patient experiencing a hypoglycemic event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: no defect found. No errors or alarms related to the complaint. The black box shows on (B)(4) 2013 10:49 the pump was suspended; the suspend was confirmed 10 times, deliveries resumed (B)(4) 2013 16:19. On (B)(4) 2013 19:29 the pump was suspended; deliveries resumed 02/28/2013 00:36. On (B)(4) 2013 09:25 the pump was suspended; deliveries resumed (B)(4) 2013 13:08. Only typical usage alarms and warnings were observed in the black box and alarm history, there was no activity related to the complaint. Executed a 1 unit per hour basal program for 24 hours, no unprogrammed boluses were recorded in history during this time. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Successfully performed a 10u normal bolus and a 10u audio bolus. Both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the specified range. Unable to duplicate the complaint during the investigation process.